Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) lead, (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that at their last device check, noise was noted on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.